Event description:
It was reported that an erroneous high voltage circuit damage alert was delivered following an unrelated procedure. A manual capacitor charge was performed which confirmed the device was properly charging. Abbott technical support reviewed the event and confirmed the device was performing as expected and the alert was erroneous. The patient was in stable condition and will continue to be monitored.